Event description:
It was reported that the customer was receiving the battery out limit alarm on the insulin pump during normal use. The customer had removed the battery, reinserted the battery after a few hours and then received the alarm. The customer's blood glucose was 568 mg/dl. Troubleshooting was done. Explained that the alarm was normal insulin pump behavior given the situation. Advised customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.